Manufacturer narrative:
(B)(4). Customer complaint notes, stated pump damaged is cracked. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place. Pump passed the displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at the side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.